Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed to pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor failed a pulse test. The cause of the failures was isolated to out of tolerance high-voltage capacitors c19 and c20 on the defibrillator board. The root cause for the defective c19 and c20 capacitors could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.